Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to a defective balloon. The patient presented with recurring incontinence.

Manufacturer narrative:
Product investigation completed. The ams 800 occlusive cuff was visually inspected and microscopically examined. The tubing was fatigued down to the kink resistant tubing (krt) filament; therefore, causing fluid loss. The cuff damage is consistent with wear and material fatigue. The balloon damage was not confirmed. Product analysis confirmed a device malfunction with the cuff. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to a defective balloon. The patient presented with recurring incontinence.